Event description:
The recipient's device was reportedly explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed tool damage on the top and bottom covers, platinum disk, and cuts in the electrode prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced pain with device use. The recipient was not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.